Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right atrial lead, which led to inappropriate automatic mode switch. The physician elected to take no action. The patient's condition was stable and will continue to be monitored.